Event description:
The manufacturer received information alleging a failure of a ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During evaluation, a failure of the device to power on was observed and a "service required" code was found in the ventilator's downloaded error log. The device's power supply and power management board were replaced to address the issue.